Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. This report is for one unknown matrixrib plate. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (b)(69) as follows: it was reported that a matrixrib plate snapped superior anterior mediastinum (sam) one month post operatively. This report is for one unknown matrixrib plate.